Manufacturer narrative:
The product involved with this complaint has been requested to be returned to animas for product analysis. At the time of this report the device has not been returned. If and when the product is returned to animas, product analysis will evaluate it and a follow up report will be submitted pertaining to this event.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the buttons on their pump had become unresponsive. The pump had been immersed in water and the reporter noted that there was water behind the screen, but no damage to the device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: during testing, the functionality of the pump keypad could not be assessed due to a blank display screen. The keypad cover was removed and no damage or contamination was found to the key contacts. Unrelated to the complaint, moisture was observed behind the pump display lens. A leak test was performed and a display lens leak was found. The pump case was opened and moisture was found throughout the pump.